Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: according to the information provided: "we had a materiovigilance for high viscosity bone cement with antibiotic ghv in the operating room. On date1*/ during an operation on a knee prosthesis, a nurse noticed that the bag containing the cement had an abnormal leak. As a precaution, to avoid using a product that is no longer sterile, it has been set aside. Note that the packaging containing the cement bag remained tightly closed. Another cement had to be used for the intervention". The product was returned to depuy synthes for evaluation. Visual inspection of the returned device found the cement package with leakage on the inside of the bag (bag appears to be sealed). Device was sent to the manufacturer for further investigation. This product issue will be addressed through depuy synthes quality system. A dimensional inspection was not performed since it was not applicable to the complaint condition. A functional test was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the smartset ghv gentamicin 40g would have contributed to the complained device issue. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through depuy synthes quality system. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: this product issue will be addressed through depuy synthes quality system. Corrected: d3, g1, h3.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional narrative: dmf# - 13704 trade name ¿ gentamicin sulphate active ingredient(s) ¿ gentamicin sulphate dosage form - powder strength ¿ 1.0g active in our cements. G4: device is not distributed in the united states but is similar to device marketed in the USA.

Event description:
During an operation on a knee prosthesis, a nurse noticed that the bag containing the cement had an abnormal leak. As a precaution, to avoid using a product that is no longer sterile, it has been set aside. The packaging containing the cement bag remained tightly closed. Another cement had to be used for the intervention. Procedure was completed successfully. There was no patient consequence.

Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information that has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint recon described in this report. H11 additional narrative: added: d9. If information that was not available for the initial report is obtained, a follow-up report will be filed as appropriate.